Event description:
The customer reported to olympus, when the olympus camera head was connected to the olympus video system center and the camera cord was shook, an endoscope communication error e226 was displayed along with pink stripes, noise, and flickering of the image (per the video provided by the customer). The issue was found during a therapeutic total laparoscopic hysterectomy (tlh). The procedure was completed using the same set of equipment. There was no report of patient injury or medical intervention associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified for the primary component, however based on the results of the investigation, the probable cause of the "e226 error" issue and "the pink stripe noise, flickering image" malfunction would likely be related to the concomitant device 4k camera head and the cable was shaken after activation. Olympus will continue to monitor field performance for this device.